Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part 04.038.005s, lot 5l78160: manufacturing site: bettlach. Release to warehouse date: september 02, 2019. Expiry date: august 01, 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: a product investigation was completed: the inspection has shown that the thread flanks of the received end cap are damaged, especially the second flank of the thread is totally flattened. In general is the device is a very used condition with strong stress marks at the forefront and scratches all over. The anodized layer is worn away at all damages, which indicates that they were caused post-manufacturing. After the visual inspection a function test is not required anymore as it can be confirmed that due to the deformation at the thread flanks an insertion into a nail will not be possible anymore. The relevant dimensions cannot be verified anymore due to the damage at the thread. The review of the manufacturing documents has shown that the function of the relevant thread was tested with a thread gauge during the inspection of this lot. No issues were detected during the inspection. The complaint is rated as confirmed as an insertion of the end cap into a nail is not possible anymore in the received condition of the device. During the performed evaluation no manufacturing related issue could be detected. Based on the provided information the exact cause of this occurrence cannot be defined. It is likely that cross threading or any residues between the nail and the cap, like mentioned in the complaint description, did lead to the deformation of the thread. This deformation caused finally the complained malfunction of the end cap. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent the osteosynthesis surgery for femoral trochanteric fractures by using the tfna system. During the surgery, the surgeon could not insert the end cap. There was a possibility that either soft tissues or bone fragment came in the proximal area of the nail, so he gave up inserting the end cap forcibly. The surgery was successfully completed with a less-than- thirty (30)-minute delay. Concomitant devices reported: tfna fem nail ø12 125° l170 timo15 (part number 04.037.212s, lot 30p3374, quantity 1). This report involves one (1) ti end cap for tfna 5mm extn ¿ sterile. This is report 1 of 2 for (B)(4).